Event description:
It was reported that during lead positioning, the lead could not be extracted from the tuohy needle. Both the needle and lead had to be removed. Upon removal, it was noticed that the proximal contact (#3) had 'been blocked from the needle.' It was also noted that the 'insulation seemed to be removed before the contact.' No impedance measurements were conducted. A different lead was used in the procedure. No symptoms were reported in relation to this event. The patient's status was listed as no injury and no adverse event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final analysis of the lead revealed that the distal end was stretched and there was no significant anomaly.

Manufacturer narrative:
Product ID 3487a-33, lot# 0203263837, product type lead. (B)(4).